Manufacturer narrative:
This report was initially submitted following notification that a customer in (B)(6) contacted biomérieux to report a misidentification of salmonella group as escherichia coli or citrobacter farmeri in association with the vitek® ms¿ system. Internal investigation was performed. Evaluation of the vitek® ms¿ mzml data files for all customer testing performed with the salmonella group strain indicated inconsistent and non-optimal spot preparation by the customer. In addition, there is evidence of a mixed culture. Vitek® ms¿ system organism identification is based on a species pattern classification. Mixed cultures and/or poor spot preparation can yield a result where no specific species pattern will be available in the database for comparison. Consequently, the system can provide: no identification (noid - most probable answer) when the spectrum acquired doesn't match with any species pattern. An incorrect single choice identification to the nearest pattern species (often same genus) when the spectrum acquired presents a high level of similarity with a specific species pattern present in the database. A low discrimination identification (often the same genus) when the spectrum acquired presents high level of similarity with multiple specific species patterns present in the database. This limitation is indicated in the vitek ms labeling: "testing of non-clinically validated species or species not found in the database may result in an unidentified result or a misidentification." The investigation concluded that the root cause of this occurrence is user error associated with test setup and/or a contaminant in the test organism (mixed culture). The vitek® ms¿ system is performing as intended. Device not returned to manufacturer.

Event description:
A customer in (B)(6) contacted biomérieux to report a misidentification of salmonella group as escherichia coli single choice (11 may), salmonella group single choice (12 may), citrobacter farmeri single choice (12 may) or "no identification" (12 may) in association with the vitek® ms system. The vitek® 2 provided a result of salmonella. The customer stated that salmonella group was reported to the treating physician. The discrepant vitek® ms results had no impact on patient treatment decisions. Evaluation of the submitted ecal mzml files indicated the vitek® ms system is functioning properly; data suggests a mixed culture and/or inconsistency in the customer's spot preparation for the various test runs. Biomérieux investigation was initiated.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) contacted biomérieux to report a misidentification of salmonella group as escherichia coli single choice (11 may), salmonella group single choice (12 may), citrobacter farmeri single choice ((B)(6)) or "no identification" ((B)(6)) in association with the vitek® ms system. The vitek® 2 provided a result of salmonella. The customer stated that salmonella group was reported to the treating physician. The discrepant vitek® ms results had no impact on patient treatment decisions. Evaluation of the submitted ecal mzml files indicated the vitek® ms system is functioning properly; data suggests a mixed culture and/or inconsistency in the customer's spot preparation for the various test runs. Biomérieux investigation will be initiated.